Event description:
The customer was hospitalized for dka. The customer was put on insulin drip to bring their blood sugars down to 300, however, when they went back on the pump their bg's began to elevate again. Troubleshooting was done. The programming and histories on the pump were accurate. The customer was instructed to follow two hbg rule and to call back when the clamp arrives for further testing.